Event description:
A customer reported the image quality and display on the epiq 5g ultrasound system were insufficient to diagnose a fetal condition (heart defect) during a pregnancy. The physician reported the image quality issue may have delayed identification of this condition earlier in the pregnancy. The physician claimed a therapeutic abortion at 24 weeks could have been carried out 1 month earlier. There was no allegation of injury to the mother or fetus as a result of the issue.

Manufacturer narrative:
A philips service engineer replaced the c9-2 transducer at the customer site to resolve the immediate issue. The suspect transducer was shipped back to philips for evaluation. However, the transducer has not been received and is considered lost in transit. Therefore, no failure or root cause analysis of the part could be performed. The system was placed back into service at the customer site and no additional similar issues have been reported post resolution. H3 other text : device lost in transit.

Manufacturer narrative:
An investigation is underway to determine the root cause of the issue. Results of the investigation will be included in a follow up report upon its completion.

Event description:
A customer reported the image quality and display on the epiq 5g ultrasound system were insufficient to diagnose a fetal condition (heart defect) during a pregnancy. The physician reported the image quality issue may have delayed identification of this condition earlier in the pregnancy. The physician claimed a therapeutic abortion at 24 weeks could have been carried out 1 month earlier. There was no allegation of injury to the mother or fetus as a result of the issue.